Event description:
It was reported that at 4:35 minutes and 40,286 joules while using the surgical fiber during a prostate procedure, the fiber was observed to be firing up at the tip (forward-firing) instead of firing from the side. The fiber was replaced and the procedure completed using a second fiber without clinical consequences to the patient.

Manufacturer narrative:
Event describe event or problem: corrected from 4:05 minutes to 4:35 minutes. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture could rotate independently of outer flow tubing. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe char and detritus adhesion on surface. The outer flow tubing open end exhibited minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that at 4:05 minutes and 40,286 joules while using the surgical fiber during a prostate procedure, the fiber was observed to be firing up at the tip (forward-firing) instead of firing from the side. The fiber was replaced and the procedure completed using a second fiber without clinical consequences to the patient.